Manufacturer narrative:
The device was manufactured september 12, 2017 ¿ september 14, 2017. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the balloon of a small volume folfusor leaked during filling. The reporter stated that the balloon did not inflate, and solution leaked from the balloon into the housing. There was no patient involvement. No additional information is available.